Event description:
It was reported the patient presented to the hospital for a pacemaker changeout experiencing discomfort due to pocket stimulation from both old pacemaker and new pacemaker. The old pacemaker was explanted and replaced on (B)(6) 2025. The physician opted to keep the auto-capture off for the replacement pacemaker. The patient was in stable condition.